Event description:
It was reported to MFR that the vns pt was scheduled for surgery to have a full revision due to the "pt presenting with intractable epilepsy and depression following vns malfunction." The operative report received of the surgery indicated that the pt's lead was coiled in a knot and "eroded." The explanted lead and generator have been discarded, and will therefore, not be returned to MFR for analysis. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.